Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a nephrostomy tube placement, a piece of the wire broke off in the patient's ureter. The physician was able to retrieve the fragment with a snare during the same procedure. The procedure was successfully completed with another wire during the same procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experienced any adverse effects due to this occurrence.